Event description:
Reporter stated that a pt's blood glucose, when tested on the inform sys, did not correlate well with the values obtained in the facilities lab. The following comparisons were reported using pt samples: inform sys 7.5 mmol/l, lab value 3.7 mmol/l. Inform sys 8.6 mmol/l, lab value 4.3 mmol/l, inform sys 7.0 mmol/l, lab value 3.7 mmol/l, inform sys 6.9 mmol/l, lab value 3.4 mmol/l. Reporter did not indicate if pt was treated based on the values obtained on the inform sys. No adverse event, related to use of device, was reported. Reporter did not indicate if quality control testing had been performed on the inform sys. The MFR requested the return of the suspect prod and replacement prod was shipped.